Event description:
It was reported that the device was meshing unevenly. No harm or delay were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g2, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the device passed the test mesh during device evaluation. That said, the tech confirmed that the cutter was damaged and the roller was worn. Additionally, the screws of the sideplates were broken into the sideplates themselves. Tech replaced the cutter, roller, screws, and sideplates. They tested the unit, calibrated it, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.